Manufacturer narrative:
Submit date: 04/25/2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a single lumen peripherally inserted central catheter (PICC). The customer reports that a PICC was placed and 3 days after insertion, the PICC was noticed to be leaking just below the molded strain relief on the extension tubing. The customer reports the PICC was replaced with another PICC. The customer reports that the patient later died; however, the customer was not able to provide the date of patient death or the length of time between the described event and the patient' death. The customer further stated that there is no correlation between the PICC and the patient's death.